Event description:
Rv auto capture threshold above range @ times per previous historical trends (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).